Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('another essure coil was noted to be embedded in the cul de sac') and device dislocation ('essure coil was noted to be protruding through the right cornual area.') In a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and uterine enlargement ("enlarged anteverted uterus"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the embedded device, device dislocation and uterine enlargement outcome was unknown. The reporter considered device dislocation, embedded device and uterine enlargement to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media : enlarged uterus, embedded device, device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-oct-2019: quality-safety evaluation of product technical complaint. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('another essure coil was noted to be embedded in the cul de sac') and device dislocation ('essure coil was noted to be protruding through the right cornual area.') In a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and uterine enlargement ("enlarged anteverted uterus"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the embedded device, device dislocation and uterine enlargement outcome was unknown. The reporter considered device dislocation, embedded device and uterine enlargement to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media : enlarged uterus, embedded device, device dislocation. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.